Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the reported event of unable to loosen the atrial setscrew to release the ra-lead was confirmed. The analysis found the setscrew could not be untightened and had to be removed by machining. Epoxy was confirmed to be the substance found in the a-connector block threads, which caused the setscrew to be stuck in place and unable to untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. As a result of these findings, abbott has performed further investigation. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.